Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13a15043, h13c07061, h13b22021 and h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
It was reported that the patient experienced bacterial peritonitis, manifested by abdominal pain, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis included fortaz (1gm, frequency and route not reported) and vancomycin (1gm, intraperitoneally (ip), every 5 days) for 2 weeks. The patient was discharged from the hospital. The patient was reported to be recovering from the peritonitis. Additional information was requested and was not available at this time. This is report 4 of 4.